Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the staples were malformed at second firing. Another device was used to complete the case. No patient consequence. No device is returning.